Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left essure coil"), device dislocation ("migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion") and menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included cilest (mononessa-28) since (B)(6) 2012, cyanocobalamin (vitamin b12) since 2010, cyclobenzaprine hydrochloride (flexeril) since 2013, doxepin since january 2018, fish oil (omega 3 fish oil), glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013 and omeprazole from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration), surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, back pain, migraine and procedural pain was resolving and the urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved.diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes.patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes ultrasound scan - on an unknown date: confirmed migration and perforation of the essure on (B)(6) 2015 patinet underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm.nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left essure coil"), device dislocation ("migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion") and menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included cilest (mononessa-28) since (B)(6) 2012, cyanocobalamin (vitamin b12) since 2010, cyclobenzaprine hydrochloride (flexeril) since 2013, doxepin since (B)(6) 2018, fish oil (omega 3 fish oil), glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013 and omeprazole from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, back pain, migraine, procedural pain, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain was resolving. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved.diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes.patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes ultrasound scan - on an unknown date: confirmed migration and perforation of the essure on (B)(6) 2015 patinet underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm.nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Outcome of events were updated as recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left essure coil"), device dislocation ("migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion") and menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included cilest (mononessa-28) since (B)(6) 2012, cyanocobalamin (vitamin b12) since 2010, cyclobenzaprine hydrochloride (flexeril) since 2013, doxepin since (B)(6) 2018, fish oil (omega 3 fish oil), glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera)(B)(6) 2013 to (B)(6) 2013 and omeprazole from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration), surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, back pain, migraine and procedural pain was resolving and the urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes ultrasound scan - on an unknown date: confirmed migration and perforation of the essure. On (B)(6) 2015 patient underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm. Nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs +mr received , reporter added,patient demographics added, lot number added, concomitant condition added, concomitant drug added, events added as :- urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia,fatigue,weight increased, ovarian cyst, menopause, endometriosis,alopecia, dysmenorrhoea, abdominal pain, ovulation pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left essure coil'), device dislocation ('migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion') and menorrhagia ('prolonged menses /abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2013, doxepin since (B)(6) 2018, ethinylestradiol;norgestimate (mononessa-28) since (B)(6) 2012, fish oil (omega 3 fish oil), glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, omeprazole from 2014 to 2018 and vitamin b12 nos since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis"), alopecia ("hair loss") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (ablation on (B)(6) 2015 and underwent right partial salpingectomy for essure removal and left tubal fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal hemorrhage, vaginal infection, back pain, migraine, procedural pain, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain was resolving and the urinary incontinence outcome was unknown. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary incontinence, urinary tract infection, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: confirmed migration and perforation of the essure. On (B)(6) 2015 patient underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm.nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: reporter added. Added event trouble holding bladder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left essure coil'), device dislocation ('migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion') and menorrhagia ('prolonged menses /abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included since 2013, doxepin since (B)(6) 2018, ethinylestradiol;norgestimate (mononessa-28) since (B)(6) 2012, glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera)(B)(6) 2013 to (B)(6) 2013, omeprazole from 2014 to 2018 and vitamin b12 nos since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis"), alopecia ("hair loss"), urinary incontinence ("trouble holding bladder") and eczema ("eczema in hand/all over spread and get worse"). The patient was treated with surgery (ablation on (B)(6) 2015 and underwent right partial salpingectomy for essure removal and left tubal fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, back pain, migraine, procedural pain, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain was resolving and the urinary incontinence and eczema had not resolved. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved.diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes.patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: confirmed migration and perforation of the essure. On (B)(6) 2015 patinet underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm.nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain, eczema lot number:a85500 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left essure coil") and device dislocation ("migration of right essure coil,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged menses"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration) and surgery (underwent right partial salpingectomy for essure removal and left tubal fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, back pain, migraine and procedural pain was resolving. The reporter considered back pain, device dislocation, fallopian tube perforation, menorrhagia, migraine, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes ultrasound scan - on an unknown date: confirmed migration and perforation of the essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left essure coil'), device dislocation ('migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion') and menorrhagia ('prolonged menses /abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included since 2013, doxepin since (B)(6) 2018, ethinylestradiol;norgestimate (mononessa-28) since (B)(6)2012, glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera)(B)(6)2013 to (B)(6) 2013, omeprazole from 2014 to 2018 and vitamin b12 nos since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis"), alopecia ("hair loss") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (ablation on (B)(6) 2015 and underwent right partial salpingectomy for essure removal and left tubal fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, back pain, migraine, procedural pain, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain was resolving and the urinary incontinence had not resolved. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: confirmed migration and perforation of the essure. On (B)(6) 2015 patient underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm. Nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: urinary incontinence outcome were updated to not recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left essure coil'), device dislocation ('migration of right essure coil,/ malposition of essure device location of device: right coil pushed out through the tube in the infundibular portion') and menorrhagia ('prolonged menses /abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and post-traumatic stress disorder. Previously administered products included for an unreported indication: paraguard from 2011 to 2012 and ortho tri cyc from 2007 to 2008. Concurrent conditions included body mass index normal, depression, insomnia, dizziness, vertigo, bipolar affective disorder, panic attack, hot flashes and constipation chronic. Concomitant products included since 2013, doxepin since (B)(6) 2018, ethinylestradiol;norgestimate (mononessa-28) since (B)(6) 2012, glucosamine since 2013, lorazepam from 2013 to 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, omeprazole from 2014 to 2018 and vitamin b12 nos since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menopause ("perimenopausal"). In (B)(6) 2013, the patient experienced attention deficit/hyperactivity disorder ("attention-deficit disorder") and anxiety ("anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain,"), migraine ("migraines"), procedural pain ("suffered a painful post-operative recovery"), headache ("headaches"), endometriosis ("endometriosis"), alopecia ("hair loss"), urinary incontinence ("trouble holding bladder") and eczema ("eczema in hand/all over spread and get worse"). The patient was treated with surgery (ablation on (B)(6) 2015 and underwent right partial salpingectomy for essure removal and left tubal fulguration). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, back pain, migraine, procedural pain, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, headache, dyspareunia, fatigue, weight increased, ovarian cyst, menopause, endometriosis, alopecia, dysmenorrhoea and ovulation pain was resolving and the urinary incontinence and eczema had not resolved. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fallopian tube perforation, fatigue, headache, menopause, menorrhagia, migraine, ovarian cyst, ovulation pain, procedural pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic laparoscopy with right partial salpingectomy and left tubal fulguration. Removal of bilateral foreign bodies from fallopian tubes. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: confirmed migration and perforation of the essure. On (B)(6) 2015 patient underwent transvaginal pelvic ultrasound resulted in uterus is anteverted. Uterus measures 7.7 x 2.5 x 4.5 cm. Endometrium measures 4.3 mm.nabothian cyst identified. No fibroids. There is a right essure and a left essure closure device identified. Bilateral ovaries are identified. There ovarian follicle/cyst measuring 1.1 cm. There is a small dominant right color flow to both ovaries no free fluid. Urinary bladder not evaluated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fallopian tube perforation, device dislocation, pelvic pain, eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event eczema in hand/all over spread and get worse was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.